Event description:
The customer provided a review on amazon on (B)(6) 2024, and it was publicly visible until (B)(6) 2024. The customer was reporting a false negative result since all the lights were negative. Customer stated, "I could be wrong, but I either have the flu or covid from symptoms, but test says negative on all 3."

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to cmp (B)(4) investigation_25jun2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: no amplification/reduced amplification efficiency (design defect) assay contamination/degradation (process failure) improper storage/handling (use error)